Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump powers on appropriately to the verify screen with functional auditory and vibratory alarms. An ezprime operation was performed with no issues. There are no alarms related to the complaint observed in the alarm history. A review of the black box shows a prime step occurring on the reported event date with about 8 units primed. There was no evidence found of the pump not priming appropriately. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that she experienced a blood glucose (bg) value of 550mg/dl with frequent urination. The patient denied having any other symptoms. The patient reportedly had priming issues with the pump. The patient confirmed that she was disconnected from the pump during the prime step. Customer support (cs) instructed the patient on how to perform the prime steps on the pump. It was noted that during troubleshooting with cs, the patient was able to successfully prime the pump and the patient was able to see 5 drops of insulin come out of the tubing. Cs advised the patient that she was not likely holding down the ok keypad button during the prime step. This complaint is being reported due to the patient's hyperglycemic event while using insulin pump therapy. Use error was determined by customer support to be the cause or the contributing factor to the reported bg event as the patient was not holding down the ok keypad button during the prime step.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.